Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner.

Event description:
Customer reported the buttons on the insulin pump were not the same as her old insulin pump. Customer stated she would just press the esc and act button to clear the alarm with her old device and with this device there are times it does not clear. Customer stated she felt her buttons were flat and indented in the middle. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.